Manufacturer narrative:
Evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus, and leaking test as follow: the reservoir filled with diluent and connected to a new infusion set. Installed the reservoir and the connector into an insulin pump. Conclusion: the reservoir did not leak and was not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see medwatch report # 2032227-2014-29577.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 600 mg/dl, treated with injection. Alarm and possible causes were explained to the customer. Customer threw away reservoir and infusion set. Possible occlusion to reservoir or infusion set. Customer reverted to back up. Customer also reported the reservoir had a possible leak. Customer noticed the smell of insulin while she was driving. Customer reported one isolated time there was a drop of insulin, when asked the location of the leak. The barrel was no split or cracked. Customer did not know the source of the leak. No further information reported.